Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced exposure noted to bother pts' spouse, dyspareunia, post-coital bleeding, mesh erosion and vaginal pain. An excision and repair of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.